Event description:
It was reported that during a coronary stent procedure in the rca, the balloon "watermelon seeded" while attempting to deploy the stent. During removal the stent dislodged. The stent was located in the iliac artery and was retrieved with a snare. Pt status is listed as "okay".